Event description:
Pt scheduled for pta via the right superficial femoral artery at 3:27 p.m. Pt alert & oriented x3. Nursing documented right femoral artery was assessed. The angioplasty balloon was inflated 3 times. While trying to advance the balloon to distal lesion, dr realized he could not advance nor retract the wire because the "wire" sprung while inside the balloon catheter. Both wire & balloon were pulled out & pressure applied at 4:00 p.m.